Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floor therapy. It was reported the patient was feeling shock waves and ¿hurting real bad¿ in the vagina. The shocking started 3 days ago, and the patient reported she was also having kidney problems for 3 days. Patient services had the patient check the device with their programmer, device was found on and they helped the patient successfully turn off the stimulation. No further complications were reported or are anticipated.